Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-05890. The pt has two leads (from different lots). It was reported the pt is experiencing rib stimulation. X-rays were taken and no anomalies were revealed. The pt will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.